Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user called due to persistent device alerts for high blood glucose and an out-of-insulin condition and requested instructions to power the device off despite counseling against disabling alarms; education was provided on device power cycling and acknowledgment that the device had stopped dosing was not fully understood by the user. Symptoms included hyperglycemia to 326 mg/dl. Outcomes included no hospitalization and no medical intervention beyond user education. Investigation included a telephone troubleshooting session with collection of blood glucose readings and guidance on device operation. Investigation of this case revealed no device malfunction and that alarms functioned as designed while the pump was out of insulin and not dosing, with user misunderstanding of system status. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.